Event description:
Information received via medtronic indicate that the insulin pump received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated failed battery alert and low battery. Pump monitored for several days. Unit received with all operating currents within spec and passed error test and displacement test. No unexpected alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.